Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in the product surveillance registry (psr). The patient¿s pump was used to deliver dilaudid (3.0 mg/ml at 1.1533 mg/day), bupivacaine (10.0 mg/ml at 3.844 mg/day), and clonidine (600.0 mcg/ml at 230.66 mcg/day). The indication for use was non-malignant pain and complex regional pain syndrome type ii. On 2016-06-13 it was reported that an examination on (B)(6) 2016 revealed slight pump migration secondary to weight loss. It was noted that no action was taken, the etiology of the event was related to the device or therapy, no patient symptoms were reported, and the event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via clinical study via a manufacturing representative. The device [was explanted on (B)(4) 2016] due to elective replacement indicator (eri) and returned.

Manufacturer narrative:
The pump was returned and analysis found no significant anomaly. Analysis found pump/motor/o-ring wear. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr). The event was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.